Event description:
It was reported that patient presented to the emergency room with chest pain. The device did not elicit a response to the magnet, telemetry could not be established with the device, and the device was at end of life (eol). The device was explanted and replaced. No further patient complaints have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.